Manufacturer narrative:
On 24-dec-2025, the product investigation was completed. During an atrioventricular reentrant tachycardia ablation procedure with a thermocool smarttouch sf, the patient experienced av-block 3rd grade. The adverse event was not connected to technical issues. The adverse event was discovered post use of biosense webster products. Ablation to close to his/atrioventricular node. The intervention provided was to wait. The outcome of the adverse event was unchanged. The patient required extended hospitalization a pacemaker was needed. The energy source used was radiofrequency. A smartablate generator and pump were used for the procedure. Device evaluation details: the product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device 31761668l number, and no internal actions related to the reported complaint condition were identified. The root cause of the adverse event remains unknown. The physician's opinion on the cause of the adverse event was the procedure. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During an atrioventricular reentrant tachycardia ablation procedure with a thermocool smarttouch sf, the patient experienced av-block 3rd grade. The adverse event was not connected to technical issues. The adverse event was discovered post use of biosense webster products. Ablation to close to his/atrioventricular node. The intervention provided was to wait. The outcome of the adverse event was unchanged. The patient required extended hospitalization a pacemaker was needed. The energy source used was radiofrequency. A smartablate generator and pump were used for the procedure.